Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 32 mg/dl and was unresponsive at the time of the event. The customer was treated with emergency medical service/ emergency room and with glucagon shots. The customer reported having a sensor glucose of 300mg/dl vs a blood glucose of 32mg/dl. The customer did not check the blood glucose and gave herself insulin for the high sensor glucose value. The paramedics were the ones that checked the blood glucose value. The customer went to the emergency room at around 12:30 pm on february 7, 2024. The customer was treated with intravenous glucagon. The transmitter was taken off in the hospital and thrown away. No further patient complications were reported. Troubleshooting was performed and the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode feature was active at the time of the event. It was unknown whether the customer would continue the use of the insulin pump. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr,unomed set,ozp-mmt-7020-snsr,mmt-7911-xmtr.